Event description:
Baxter lithuania reported 1 incident of "one of the two clamps breaks in normal use" with the transfer set. This was noted during use with no pt injury or medical intervention reported according to the complaint coordinator.